Manufacturer narrative:
Date received by MFR: 30aug2019. Report date: 03sep2019. The central processing unit (cpu) printed circuit board assembly (pcba) was received for evaluation. The part was installed into a test ventilator for testing. After testing, the root cause of the issue was unable to be determined.

Manufacturer narrative:
Report date: 13feb2019. Date received by manufacturer: 04feb2019. The customer called back and reported that the unit had turned on by itself but now will not power on. It was found that the first power management ( pm) printed circuit board assembly (pcba) they swapped was defective. The customer was advised to swap another pm pcba. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 20feb2019. The customer reported that the central processing unit (cpu) printed circuit board assembly (pcba) was replaced and now the unit turns on but it generated a machine and proximal pressure error. The customer was advised to take the motor controller (mc) to data acquisition (da) cable from a working unit and see if it resolves the issue submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Multiple attempts have been made to try to obtain result of the evaluation but no response was received from the customer. Should new information become available, a supplemental report will be filed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06feb2019. The product support engineer (pse) troubleshot the issue with the customer over the phone. Therefore, the reported condition cannot be verified. The pse advised the customer to replaced the central processing unit (cpu) printed circuit board assembly (pcba) and to call back if further assistance is required.

Event description:
The customer reported that the ventilator would not power on. The ventilator was not in use on a patient at the time of the event occurred. Event date not specified; estimate used.